Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was receiving dilaudid. The patient controlled analgesia pump module was set to a standard concentration, however the patient was receiving a high dose. There was patient involvement, however outcome is unknown. Although requested, the customer did not provide any further information.